Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issues: guide wire separation. It was reported that during the dilation procedure of a hemodialysis fistula, using an abbott viatrac, the 0.014 guide wire broke in two pieces. During the withdrawal of the balloon, a part of the guide wire stuck in the right radial artery. The extraction of this part of the device was done. Both parts of the guide wire were retrieved using the lasso technique. No additional event or patient information available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at the proximal end of the hypotube. A piece of the core still remains in the hypotube. The core was bent at the distal end of the hypotube. There were four kinks in the shaping ribbon, 3 mm, 1 cm, 1.2 cm, and 2.5 cm proximal to the tipball. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning electronic microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem showed the guide wire failed from ductile overload of the core adjacent to the hypotube joint. The guide wire was therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked, because a kink will damage the joint. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rotating hemostatic valve or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. The guide wire tip bends appear to be the result of shaping the guide wire tip and/or normal bending during use. The lot history record was reviewed. There are no non-conformities associated with this lot number. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.